Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an infection and tubing which had extruded through their skin. The patient was treated with antibiotics. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump, cuff, and balloon components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found. The pump and balloon components passed leak testing, functional testing and performed within product specifications. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was identified in the shell proximal to the cuff edge/seam. The damage is consistent with a tool or sharp instrument that likely occurred during the explant procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an infection and the tubing extruded through the skin, the patient was treated with antibiotics. No further patient complications were reported.